Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device was returned and examination of the returned part determined that the device exhibits signs of repeated use. The dovetail feature is compressed and device is fractured on the lateral side of post, all pieces returned. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured after being removed from patient. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.